Manufacturer narrative:
On december 26, 2023, mentor was notified that the patient's explantation was rescheduled for (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress.  Once completed, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 275cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant during a physical exam with a medical professional. As a result, the patient is scheduled for breast implant removal on (B)(6) 2024.

Manufacturer narrative:
On (B)(6) 2024, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the device. During the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the posterior view, between the union of the shell and patch. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. The manufacturing record evaluation (mre) of lot number 115906 was requested to the quality operations team. However, the physical file of the DHR was not found. It is possible that the lot number provided is not valid. Should additional information become available, mentor will submit a supplemental report accordingly. Clarification regarding the lot was requested; however, after several attempts, no information was received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 10, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2024, mentor was notified that the patient underwent bilateral removal and replacement with 250cc mentor smooth round moderate profile saline breast implants. Manufacturer¿s reference number: (B)(4).